Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, rewind, and basic occlusion test. Insulin pump received with stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history screen. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Insulin pump received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, but the alarm reoccurred and persisted. The customer was able to perform the manual tube filling. In the alarm history there was an error alarm present. The customer's blood glucose was 14.3 mmol/l. The customer was asked to return the malfunctioning device. Nothing further was reported.